Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a prosthesis placement procedure performed on (B)(6), 2020. Reportedly, the patient's primary disease was postoperative pancreatic juice leakage. According to the complainant, during the procedure, the distal flange was deployed. The proximal flange was then attempted to be pushed out of the scope; however, it could not be released. Reportedly, the scope might have moved unintentionally and the stent deployed in the incorrect location inside the patient. The stent was removed from the patient using forceps. A plastic stent and an external fistula tube were used to complete the procedure. There were no patient complications reported as a result of this event.